Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that the drawer 2.2 has multiple but not detected on bus pockets. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section b describe event or problem to reflect no delay and section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tray muscle wire had malfunctioned. A field service engineer reseated the wire, and the drawer operated correctly. The system functioned as intended after the engineer repaired the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 2.2 failed pockets and not detected on bus. However, there were no delays, adverse events, or injuries reported in connection with this incident.